Event description:
Boston scientific received information that, during an implant procedure, this implantable cardioverter defibrillator (ICD) had failed to convert the patient's induced arrhythmia during defibrillation threshold (dft) testing with a 31 j shock. No allegation was made against the ICD and the physician stated the event occurred because of the patient's cardiac condition. It was also reported the shock impedance measurements had increased to 85 ohms. A second dft test was performed and although the initial shock did not convert the induced arrhythmia, the subsequent shocks did successfully convert the rhythm. No adverse patient effects were reported. The ICD remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.